Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high undefined pacing impedance was observed in all pacing configurations involving one specific electrode of the quadripolar left ventricular (lv) lead's four electrodes. The lead was disconnected and reconnected to the device with the same results. The lead was implanted as the other vectors were performing satisfactorily. No patient complications have been reported as a result of this event.